Manufacturer narrative:
No response from customer when attempts were made to make contact.

Event description:
Customer reported the treadmill will not respond to the pre-program parameters and will not stop with the patient on it. There was no patient harm or injury reported.